Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise and oversensing resulted in greater than two seconds of asystole. Additionally, there was out of range amplitude measurements on the unknown right ventricular (rv) lead. The noise could not be reproduced with manipulations. Programming changes were performed to mitigate the oversensing. No adverse patient effects were reported.